Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. Unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. Subject device has been receive. A service & repair history/maintenance review was performed. The investigation of the complaint articles indicates that the service history review: part no: 05.000.008, serial/lot no: (B)(4). A service history of the past three years has been reviewed. The item was previously returned for service on (B)(4) 2014 due to motor failure. The customer called in a service request for this item on (B)(4) 2015 and reported that the device is inoperable. The previous service condition of motor failure is relevant to the current complained issue of the device is inoperable. The manufacture date of this item is (B)(4) 2010. The source of the manufacture date is the release to warehouse date. The service history evaluation is confirmed. The customer reported the unit was dead. The repair technician reported the membrane vent was damaged, the motor showed signs of moisture damage, the reverse speed did not work, and the device ran slow in forward and fast forward. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer on (B)(4) 2015. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the unit is dead. This was discovered during routine maintenance, no case or patient involvement. This report is 1 of 1 for (B)(4).